Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. During unpacking of a 12x3.00mm promus premier drug-eluting stent, it was found that some struts were distorted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus premier ous mr 12 x 3.00mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is unintended use error caused or contributed to event as the incident most likely occurred as a result of an unintentional use error during unpacking of the device.

Event description:
It was reported that stent damage occurred. During unpacking of a 12x3.00mm promus premier drug-eluting stent, it was found that some struts were distorted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.